Manufacturer narrative:
Analysis and testing of the handpiece determined the handpiece cable failed due to age and wear. The device history record was reviewed, and showed the product was released without anomalies or deviations.

Event description:
An ultradrive handpiece malfunctioned during a routine surgery. During operation of the handpiece the physician assistant noted a brown spot on the handpiece cable that began emitting smoke, and then a small flame. The handpiece was unplugged and the surgery was continued with a backup handpiece. There was no delay in the surgery, and no patient harm.